Event description:
It was reported that after a significant fall the patient's system had high impedances. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000088158. Date of event is estimated.

Manufacturer narrative:
Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). Additional information received indicates that the patients other lead had low impedances. Surgical intervention was undertaken on 27 march 2023, where both leads were explanted and replaced. Therapy was restored post-op.